Event description:
The thermogard xp ivtm system (s/n (B)(4) and start-up kit (suk) (lot # 173284) were utilized to provide ivtm therapy for a patient who had been resuscitated from cardiac arrest. There were no adjunctive temperature management or relative procedures performed on the patient. The patient's body temperature was 35.9 °c, and the target temperature of the cooling phase was set to 33 °c at the max rate. During cooling the patient, the thermogard system generated an "air trap" alarm. The pump rotor stopped, and the console switched into standby mode. The customer called zoll 24/7 hotline, and the zoll clinical application specialist (cas) helped the nursing staff troubleshoot the issue. Upon inspection, the user observed that the saline bag was empty, and the console's air trap holder and underneath the console were wet with saline. The user noted that the air trap's bottom cap had become detached and fell into the air trap holder of the console. The dwell time of the suk was about 5 hours when the issue happened. Since the customer has only one thermogard console, the ivtm treatment was discontinued. The therapy was completed using the conventional cooling method (ice-packs). No consequences or impacts on the patient.

Manufacturer narrative:
The thermogard xp ivtm system (s/n (B)(4) was evaluated by zoll service at the customer site. The reported complaint of the "air trap" alarm was confirmed during system's event log review but not confirmed during functional testing. No device malfunction was found during the device inspection. The reported "air trap" alarm was caused by saline leakage into the console's air trap chamber from the start-up kit (suk), which was used at the time of the event. During visual inspection of the thermogard console, the bottom cap of the suk was found sitting inside the console's air trap chamber, consistent with the customer's reported event. No other issue or physical damage was observed. The event log review showed an "air trap" alarm occurring around the reported event date, confirming the customer's reported complaint. The "air trap" alarm happened following saline leakage into the console, as per system design. No other significant discrepancies or errors were present in the log file. The thermogard console passed functional testing without any fault or error. The console did not display any "air trap" alarm after switching on. In addition, the zoll service personnel inspected the air trap sensor block and confirmed it was functional. Following service, the thermogard console passed all functional and electrical tests with no issues, and all readings were within the specified limits.